Event description:
The customer reported that she was experiencing high blood glucose levels, headache, dehydration and thirst. The customer also stated she was lethargic and unable to swallow. The customer than stated that she was hospitalized twice due to high blood glucose levels. The customer did not know the dates of the events, but reported blood glucose levels of 500 and 600 mg/dl. The customer declined troubleshooting at the time of the call. The customer stated that she was told by her hcp that she had an infection, which may have contributed to the high blood glucose levels. The customer stated that she would be working with her hcp on adjusting the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.